Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was "running hot and under performing." It was unk to the rptr whether or not the device was used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.